Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as not using a mask during the pd procedure. The patient experienced peritonitis manifested by strong abdominal pain and cloudy effluent. The event did not require hospitalization, or suspension or modification of the pd therapy. On the same day as the onset, the patient began treatment with vancomycin (2 gm every 4 days, ip), ceftazidime (1 gm per day) ip and fluconazole (50 mg per day) orally for peritonitis. Three days later, the patient was retrained on aseptic technique. On the same day, treatment with ceftazidime was suspended. Treatment with vancomycin and fluconazole was ongoing. The patient was recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, treatment with vancomycin and ceftazidime was suspended. On (B)(6) 2014, the patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.